Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. Proactively replaced the central processing unit and software. The unit was returned to service.

Event description:
The hospital reported a system restart alarm, the unit was unable to mechanically ventilate. There was no report of patient involvement.